Manufacturer narrative:
Per device history report DHR investigation did not show issues related to this complaint. Sample has been returned but investigation is incomplete.

Event description:
The event is reported as: complaint from a veterinarian's office. Alleged issue: "jamming prior to use." No patient injury reported.